Manufacturer narrative:
The customer has not complained of any additional issues since the sample probe was replaced on (B)(6) 2017.

Manufacturer narrative:
The customer removed the alb application from the c501 module in question as this test is running within specification on another analyzer. No other issues occurred with the c501 module in question without the alb application on board. The investigation was unable to find a definitive root cause.

Manufacturer narrative:
The sample probe was replaced on (B)(6) 2017. No issues were identified during a review of the alarm trace.

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The customer initially complained of erroneous low results for 1 patient sample tested for albumin (alb) on a cobas 6000 c (501) module. It is not known if the erroneous results were reported outside of the laboratory. Patient 1 initial alb result was 13 (unit of measure not provided). The repeat result was 38. There was no allegation that an adverse event occurred. The alb reagent lot number and expiration date were not provided. The field service engineer (fse) visited the customer site on (B)(6) 2017 and changed the gear pump head and pressure gauge. The rinse levels were also adjusted. The customer still experienced issues after the service visit. On (B)(6) 2017 a second patient had erroneous alb results. The initial alb result was 8. The repeat result was 38.